Event description:
This supplemental report is being filed to include explant information.

Manufacturer narrative:
This report updated to include explant information.

Event description:
It was reported that the battery remaining in this device has decreased from 63% in march down to 3% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion is suspected. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD premature depletion advisory population.

Event description:
This supplemental report is being filed to provide device analysis information.